Event description:
It was reported that following the implant procedure, the patient developed a pseudoaneurysm in the right femoral artery. It was further noted that there was a small hematoma but with a pulsatile murmur. An echocardiogram confirmed a pseudoaneurysm between the femoral vein and a superficial femoral artery branch. A pseudoaneurysm embolization was performed and the event resolved. It was further reported that the patient developed a re-occurrence of the pseudoaneurysm in the right femoral artery which resulted in hospitalization. Surgical correction of the pseudoaneurysm was performed and the event resolved. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.